Manufacturer narrative:
Investigation: visual inspection revealed that tip of the jaws were somewhat burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting, the vasoview hemopro 2 tool safety was shutting off too soon. There were no patient effects. The product was returned.